Event description:
On (B)(6) 2011, therakos received a call for a report of photoactivation module leak that was discovered after treatment was finished. Customer stated that leak took place at the junction between the tubing and the photoactivation module of the kit. Blood got into the bezel. Customer had tried to clean it but it is stained. Also on further inspection, customer noticed that blood has leaked down onto the mechanisms below. Therakos sent lower lamp bezel to customer. Customer installed new bezel and returned the instrument to expected operation.

Manufacturer narrative:
A review of the lot file for y760 was performed and showed that the lot met all release requirements. No complaint sample was returned on photoactivation module leak reported to date for this kit lot y760. (B)(4).